Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed a "realign lifeband" message was confirmed in the archive review but not during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The device performed as intended. There was no device malfunction. The probable root cause for the reported complaint could be due to the patient not oriented on the platform correctly, most likely due to user error. Visual inspection was performed and unrelated to the reported complaint found damaged a hole on the load plate cover and cracked front enclosure, likely as a result of damage sustained due to mishandling. The load plate cover and front enclosure need to be replaced to address the issue. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data indicated the li-ion battery sn (B)(4) with 1178 mah remaining capacity inserted into the platform. The platform was powered on and immediately failed with the user advisory (ua) 02 (compression tracking error) message indicating the patient's chest circumference is very large in size and light in weight during the take-up. The user cleared the error. The platform performed 58 compressions on the medium size patient and then stopped compression due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The load sensing system has detected a weight/load imbalance between the two load cells. The platform was powered on and off multiple times. The user was able to clear the user advisory (ua) 07 and the platform performed 11 compressions and stopped due to user advisory (ua) 18 (max take-up revolution exceeded) error indicating the autopulse platform has detected that either the patient's chest is too small while sizing the patient (take up) or that no patient on the platform. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The brake gap inspection was performed and verified the brake gap was within the specification. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement and press restart to clear the user advisory. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) performed compressions for about two minutes without any fault or error. The user paused the autopulse platform to check the patient. Upon resuming the compressions, the platform could not be re-started. The user lifted the lifeband and pressed the start/continue button, however, the platform would not resize the patient. The platform displayed a "realign lifeband" error message. The use of the platform was discontinued and immediately the user performed manual CPR. A return of spontaneous circulation (rosc) was not achieved and the patient expired. After the incident, the crew checked the platform with a manikin. The platform stopped after performing compressions for a short period of time and displayed a "realign lifeband" error message. The error message could not be cleared.